Manufacturer narrative:
An analysis of the device was unable to be performed. The customer sent the device to bench repair without a purchase order as required and noted in the us telemetry bench form. The product malfunction was unable to be confirmed because the customer did not provide the necessary purchase order as required. The device was returned to the customer unrepaired with a letter documenting why the analysis/repair could not be completed. 510k: registration number correct. Previously incorrectly reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that a speaker malfunction occurred, it is unknown if the device was emitting sound at the time of the event. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.